Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted during a stenting procedure within the esophagus on (B)(6) 2010. According to the complainant, after the stent was implanted, the patient was re-scoped on (B)(6) 2010 and everything looked to be in good order, and the patient's condition had improved. However, over the next few days, the patient's condition began to deteriorate. Lab tests confirmed that the patient had developed aspiration pneumonia. The patient was re-scoped on (B)(6) 2010 and it was found that the covering of the stent had detached and fell into the stomach. The patient was brought back to the hospital on (B)(6) 2010 for further treatment. The patient is currently listed as being stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - additional medical intervention required. (B)(4) stent coating migrated to stomach. As the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.